Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to implantation, radio frequency telemetry had become lost and could not be reconnected with the device. Radio frequency telemetry still could not communicate with the device after multiple attempts at reinterrogation. The rest of the procedure was completed using wand telemetry without any issues. There were no sources of electrogram magnetic interference in the room. In time, the device was able to be interrogated properly and everything is working fine. The patient was discharged.